Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the labeling on the tube was inversed. This was discovered during patient use so, the end clinician elected to remove the tube and reintubate with a replacement tube. The tube was replaced without incident.